Event description:
Pump alarming "canister not engaged." However, the canister was never moved, nor was it touched in anyway since the pt arrived back from or. Several attempts were made to take out and re-place the canister without success in fixing the alarm, also an electrical cord was found and cleaned and engaged to wound vac without success. Several attempts at turning wound vac entirely off then on again also did not fix the alarm. Another wound vac was secured and this wound vac was replaced. ====================== manufacturer response for wound vac, wound vac======================wound vacs are rental devices from kci. Kci maintains wound vacs.